Manufacturer narrative:
Report source: singapore.

Event description:
Information was received that a smiths medical set, administration, intravascular had an occlusion alarm, tubing connection doesn't fit leakage on patient's connector. No patient involvement.

Manufacturer narrative:
Other, other text: device evaluation- three samples were returned for evaluation. The examination of the samples showed one sample had a cut/kinked area along the length of extension tubing. The devices were given functional testing; this showed the sample with the cut/kinked area could not be primed. The issue was determined caused by a supplied component issue (tubing).